Manufacturer narrative:
No button error alarms noted during testing. The device was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that they were at a concert and the insulin pump was in their bra prior to the alarm. Customer's blood glucose reading at the time of the call was 160 mg/dl. Nothing further was reported.